Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during the catheter insertion, it was found that the guidewire could not pass through the central lumen. The catheter was withdrawn, and water was injected into the central lumen, revealing that it was blocked. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".